Event description:
It was reported that the patient has experienced an increase in depressions for about a month. It was reported that the patient no longer perceives device stimulation and the patient's mother believes the generator battery is dead. The patient wants to find a physician to have the generator replaced. The patient's mother reported that the device has been implanted for seven years and end of service is expected. The device has not been checked in a long time. Attempts to obtain additional relevant information have been unsuccessful to date.